Event description:
It was reported that an unspecified elastomeric device underinfused medication to the patient. The expected therapy time was 46 hours; however, it was observed that medication remained within the device after 52 hours and had not been delivered to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter postal code - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the device is identified as a small volume folfusor (previously described as an unspecified elastomeric device). H10: the device was received for evaluation with 24 ml of unspecified fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.